Event description:
A customer from the (B)(6) reported identification issues with the vitek® ms instrument. The customer reported that some samples in a test run had no identification and the calibration spot was escherichia coli 99.98%. However, other samples on the same run gave identification results, and some of these results were not displayed in the myla software. The system was stopped and restarted. The samples were reanalyzed and the previous ones with no ID were identified. Two samples that were identified in the first run had different results: spot h4 first result - escherichia coli 99.5%. Spot h4 second result staphylococcus aureus 99.9%. Spot k2 first result: klebsiella pneumoniae 99.99%. Spot k2 second result: escherichia coli 99.9%. The customer stated the second results were correct. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant results led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from the netherlands reported identification issues with the vitek® ms instrument during initial and repeat test runs, in which two samples had different results. An investigation was performed. During the vitek ms run 5888 on (B)(6) 2018 at 12:00 am, two slides were run: *the ds173857612 slide that returned no identification results *the ds173857608 slide that gave identifications (some not in myla software) the customer contacted biomérieux regarding the issues and was advised to restart both acquisition station and instrument and then rerun slides. The customer decided to rerun the slide ds173857608 which gave different results for two samples: *spot h4: lab ID 11022475716-1 > first acquisition at 1:02 pm = escherichia coli (99.5%) > second acquisition at 2:18 pm = staph aureus (99.9%). *spot k2: lab ID 100102999913-1 > first acquisition at 1:16 pm = klebsiella pneumoniae (99.99%) > second acquisition at 2:33 pm = escherichia coli (99.9%). According to the analysis of the vitek ms slides content and position on the adapter during the different runs of 10jan2018, the unexpected identification results from the first reading of the ds173857608 slide (5888 run) could be due to the unintentional acquisition of another slide that was possibly already inside the instrument. This is suspected because: - of the similarity between the second reading of the slide ds173857608 and another slide acquired during the previous run (slide ds173857612) - an unusual use of the vitek ms system (frequent slide positioning changes, acquisition of one slide in different runs). The data from the tests were analyzed by the r&d biomaths department, that concluded the identification process worked as expected (consistency between the spectra acquired and the identification returned). The discrepant results cannot be assigned to the computation engine and/or the knowledge base. The suspected cause retained is a difference between the slide registered in the system and the slide physically present in the adapter. The acquisition software does not prevent from registering one slide and inserting another instead. The following warning is mentioned in the workflow user manual ref 4501-2233 rev e page 8-5: "important: verify that the position of the target slides in the acquisition station matches the actual position of the target slides in the vitek® ms instrument adapter."